Event description:
Baxter received a report that leakage was found from a pinhole in the tubing after bathing. The set had been used for 16 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
The band/balloon with 60cm of catheter and the one-way valve were returned for analysis. A puncture of 0.0105 inch in length was observed on the balloon near the catheter connection. A leak test was performed on the balloon with unsuccessful result. The leak was confirmed. The complaint was confirmed, a puncture was observed during the visual and functional testing. While it was not possible to draw definitive conclusion regarding the root cause of the reported event, it can be tentatively be concluded that the use too close of sharp instrument might be the cause of the observed balloon damage. A review of the manufacturing records was performed and no discrepancies were identified, therefore a manufacturing issue is unlikely to have contributed to this issue.

Manufacturer narrative:
(B) (4). (B) (4). Puncture. The band/balloon with 60cm of catheter and the one-way valve were returned for analysis. Per visual a puncture of was observed on the balloon near the catheter connection. A leak test was performed on the balloon with unsuccessful result. The leak was confirmed. The one way valve was measured and was within specification. The complaint was confirmed, it was not possible to inflate the balloon due to a puncture. While it was not possible to draw definitive conclusion regarding the root cause of the puncture, it can tentatively be concluded that the use of a sharp instrument may have caused the balloon damage. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that during a laparoscopic adjustable band procedure, the balloon would not inflate. A new band was used to complete the procedure. There was no patient impact.